Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose was 320 mg/dl. Customer¿s current blood glucose was 235 mg/dl. The customer was treated with insulin shots. Customer does not allege pump was under delivering. Drive support cap was normal. Customer state that the reservoir was unable lock into place. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to perform the displacement test, occlusion test and displacement accuracy test due to missing retainer, missing reservoir tube o-ring and reservoir does not locked in place. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test and force sensor test.